Manufacturer narrative:
(B)(4). Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that they went to the lake and their boat sank and the insulin pump got wet. The customer's blood glucose level was unknown at the time of the incident. The customer was calling back with blank display after receiving new battery cap. The customer reported that the display was blank. The customer stated that the spring was damaged. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap were damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.